Event description:
The fe reported intermittent communication failed error message. This error results in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted and the interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.